Manufacturer narrative:
Device evaluation of electrode belt. Has been completed. As received, the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a damaged u402 component on the distribution node pca. The root cause for the damaged u402 component could not be positively identified. No adverse event resulted from the damaged electrode belt.

Event description:
During servicing of an electrode belt which was returned for evaluation into an unrelated issue, a reportable malfunction was found. Electrode belt sn (B)(4) failed incoming functional testing.